Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The patient advised that she had a low blood glucose (bg) event on (B)(6) 2016. The patient stated that she was not using the dexcom system at the time of event. The patient explained that her fiancé called her to find out why she wasn't at work and she thought it was saturday. The patient's fiancé told her it was monday and she'd better go to work. When the patient's fiancé discovered that the patient was not very coherent he advised her to call 911 as he was in another county. The patient's fiancé also told the patient to drink some juice to raise her bg. When the patient initially took her finger stick, the value was at 53mg/dl. The patient then called and paramedics and they were dispatched to her home. The patient's fiancé and paramedics arrived at the home at the same time (about 15 minutes later). Upon arrival the paramedics took a finger stick reading of the patient and found she was 88mg/dl at that time. The paramedics tested her vitals and did not administer anything to her as her level had increased out of the danger zone. The patient was instructed to contact her doctor in reference to the incident but was told she did not need to go to the emergency department. At the time of contact, the patient was good. No additional event or patient information was provided.